Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the patient had difficulty charging the ipg. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. High impedances were also observed. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively.